Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for the reported incident cannot be determined. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified two additional complaints for this manufactured lot. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the fast fix anchor deployment slide would not retract after release of t1 to allow for t2 deployment. The procedure was reportedly completed with a back-up device after an approximate 5 minute procedural delay. There was no report of patient injury associated with this event, and no devices were left unsupported in the patient.